Event description:
It was reported that during a thyroidectomy procedure, an error code occurred. The blade was disconnected from the sheath. Another like device was used and the same issue occurred. A third like device was used successfully. There was no patient consequence.

Manufacturer narrative:
Date sent: 03/20/2009. Information anticipated, but unavailable at this time.